Event description:
It was reported as part of a study conducted titled: (B)(4), this report concerns the event of "dehiscence." The subject received integra and negative pressure wound therapy (npwt) on (B)(6) 2012. The subject's wound, which was on the left lateral ankle, had an etiology of ischemic/diabetic neuropathic ulcer. The wound's approximate measurement was 4 cm length x 6 cm width. On (B)(6) 2012 subject was readmitted for a scheduled split thickness skin graft (stsg) + npwt. On (B)(6) 2012 the subject experienced an adverse event of "dehiscence." This event was documented as moderate in severity and possibly related to the initial index treatment with integra. The action taken was receipt of concomitant medications/therapy (not specified). The event was deemed resolved on (B)(6) 2013 when the subject returned for a follow-up visit and the wound was healed. The wound recurred again on (B)(6) 2013 but no additional follow-up was provided regarding this event. The precise integra product ID and a lot number were requested by integra lifesciences for the integra product that was applied. The clinical site reported they reviewed the dictated operative report and discharge summary from that hospital visit, and neither document contained that information.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.